Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon. However, the stent was return with device for analysis. Deformation of stent would indicate excessive pushing and pulling with the stretching and bunching of stent wraps and struts. Due to the extensive damage stent od was not measured. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. A kink was evident along the distal shaft, 16.5cm proximal to the distal tip. Deformation was apparent to distal tip, with tip flared and uneven. (B)(4).

Event description:
The physician intended to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the ostium left main coronary and the circumflex (cx) artery exhibiting 90% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The device was inspected post removal of the protective sheath with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent was dislodged upon retraction of the sds. A snare was successfully used to remove the stent from the patient. No attempt was made to post-dilate the dislodged stent. The device was replaced by another onyx device of a different size. Patient status post-procedure is alive with no injury